Event description:
On (B)(6) 2010 the patient reported that 2 days after changing the insulin cartridge of his infusion device, air bubbles are forming in the cartridge and infusion set tubing. He stated he disconnects from his headset and primes until insulin flows out of the tubing. He did not currently have an air bubble in the cartridge. He stated he reuses cartridges sometimes and was advised not to. He uses room temperature insulin for his cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.